Event description:
Customer reported cassette cracked and the solution (tpn) flooded the pump. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation. It has not been received. A follow up report will be submitted if further information is obtained. Review of the lot history record did not identify any manufacturing issues during production build for the failure mode reported.